Event description:
Additional information received reported that the doctor stated there were no complications or adverse events related to any medtronic products.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Kaschner m, lichtenstein t, weiss d, et al. The new fully radiopaque aperio hybrid stentretriever: efficient and safe? An early multicenter experience. World neurosurg. 2020;141: e278-e288. Doi.org/10.1016/j.wneu.2020.05.104. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Kaschner m, lichtenstein t, weiss d, et al. The new fully radiopaque aperio hybrid stentretriever: efficient and safe? An early multicenter experience. World neurosurg. 2020;141: e278-e288. Doi.org/10.1016/j.wneu.2020.05.104. Medtronic literature review found reported of patient complications in association with mechanical thrombectomy possibly utilizing the rebar 18 microcatheter during the procedure. The purpose of this article was to investigate the visibility, safety, and efficacy of the full-length radiopaque aperio hybrid stent retriever (aph) in mechanical thrombectomy of large vessel occlusions. The authors reviewed 48 cases of patients treated for aph using mechanical thrombectomy. Of the 48 patients, the average age was 73 years, 26 were female and 22 were male. Only 15 patients underwent a procedure using the rebar 18 microcatheter, and 7 patients required a rescue stent retriever. Of the 7 patients, the solitaire platinum was used in 2. The article states none of the adverse events experienced occurred in patients receiving the rescue stent retriever. The article states there were no device related adverse events. The following intra- or post-procedural outcomes were noted: 1. 3 patients experienced symptomatic parenchymal hematomas as a result of reperfusion injury and a craniectomy was required in one of these patients.